Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's skin flap infection has resolved. No further details were provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed a silicone slice on the top cover and the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's surgeon does not believe it to be device related. The recipient's device was explanted. The recipient will be reimplanted at a later date.